Event description:
Customer reported unexpected air bubbles in the pump. There was no adverse impact to her blood glucose level. It was also noted that she managed the air bubbles by adjusting the pump's position, although no other corrective actions or outcomes were documented.